Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Tears and silicone residue were noted in the rv portion of the inner seal. The pacemaker passed testing that verifies the performance of pacing and sensing. It appears that the distal area of the rv lead became stuck to the inner seal during the implant time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated right ventricular (rv) lead was stuck in the header. The lead was removed by cutting off the header. A temporary pacemaker was inserted prior to removing the header due to the dependency of the patient. A new device was implanted and the lead remains in service. No adverse patient effects were reported.